Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had stuck button alarm 4 times. Customer stated that they did not press a button down for 3 minutes or longer. Customer also reported that the insulin pump had pump error alarms. Customer was able to clear the alarm and able to complete rewind. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
Device passed displacement, rewind, prime or seating, basic occlusion, force sensor, and occlusion tests; it failed self test. No stuck buttons, multiple press issues, or other keypad anomalies were noted during testing. All buttons were tested while navigating the menus, and they all worked properly. No pump error 38 occurred during testing. On the other hand, self test returned an unexpected pump error 130 which was unclearable. After further review of the unit¿s interior, did not note any evidence of previous moisture presence or corrosion on any of the electronic boards or assemblies. In addition to this, the motor was tested outside the unit, and it passed. The unexpected pump error 130 is probably due to a problem with the electronics.